Event description:
"Ltv was used for transport of patient to CT scan. Ltv stopped ventilating in transit to radiology. Patient ventilated via ambue bag w/o incident. Sat's 95-99%. There was no allegation of patient harm". The power source at the time of this event was the internal battery, "tech stated the unit plugged in and fully charged."